Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an a47 alarm. The alarm did not occur during normal use. The customer was trying to get back on her insulin pump. It's been a couple of years and the customer needed assistant running a self-test. The customer's blood glucose level was unknown. The customer also received an off no power alert. The customer did not receive a low battery alert prior to the off no power alert. A new battery resolved the issue. It was also noted that due to 8 a47 alarms in the alarm history, the insulin pump would be replaced. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No external ram crc error alarm or off no power alarm noted. The insulin pump was received with displayable history crc check failed alarm in the history file due to corrupted history file. The insulin pump had minor scratched display window and cracked reservoir tube lip.